Manufacturer narrative:
(B)(4). D10: unknown liner unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2024 - 00933. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation.

Manufacturer narrative:
No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: possible anterior dislocation and periprosthetic fracture of the proximal femoral diaphysis just proximal to the cerclage wire. A definitive root cause cannot be determined. Complaint confirmed based on the evaluation of the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.